Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent.

Event description:
Report received from the USA stating that the "rpm's are low". The device was being used during surgery. No injury or medical intervention occurred. There was no additional info provided.